Manufacturer narrative:
The imdrf codes and b5 summary have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the bed exit failed to alarm when a patient with pre-existing fractures got out of the bed. The patient fell and afterwards underwent a thoracic spine CT without contrast. The patient was found to have had indeterminate age compression fractures of t5, t10, and t12. It could not be determined if the fractures were caused by the fall.

Event description:
It was reported that the bed exit failed to alarm when a patient with pre-existing fractures got out of the bed. The patient fell and examination afterward identified that the patient had sustained spinal fractures, although the age of the fractures could not be definitively identified.